Event description:
It was reported that during a lap hernia repair procedure, the staples malformed, twisted, and became jammed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 4/2/2009. Info anticipated, but unavailable at this time.